Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of ischemia and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported via a study that the target lesion was located in the proximal left circumflex (lcx), that was 75% stenosed. On (B)(6) 2009 the target lesion was treated with pre-dilatation, and placement of a 3.0 x 18/20 mm promus study stent, and post-dilatation with 0% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. The site reported an event of target lesion revascularization with an onset of (B)(6) 2011. The subject was hospitalized on (B)(6) 2011, 562 days post index procedure, and treated with target vessel revascularization. On (B)(6) 2011, the subject underwent coronary angiography due to a positive stress test or other evidence of cardiac ischemia. The target vessel/target lesion located in the proximal lcx was found to have a 90% diffuse in-stent restenosis and was treated with a cutting balloon and placement of a non-abbott 2.75x38 mm drug eluting stent. Post dilatation was performed with 0% residual stenosis. The subject was discharged on (B)(6) 2011 on aspirin and clopidogrel. No additional information was provided.